Manufacturer narrative:
No 144020460 product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed without the return of the used sample; a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a 60" (152 cm) smallbore ext set w/clamp, rotating luer generated a leak during patient use. It was stated in the report that the port connecting to the syringe easily cracks during the infusion (not at initial attaching), causing product to leak on the pump and the floor. The most frequently used product when a leak is noticed is a 50ml bd syringe containing smof lipid emulsion. It was a code 2 due to loss of ordered required unspecified medication and risk of infection as the system was open and infusing through the central line. There was patient involvement, code 2 mild harm due to loss of ordered required medication and risk of infection as the system was open and infused in the central line, and an unknown delay in therapy.